Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was having continuous low flow alarms in the operating room following a pump exchange (reference MFR # 0002916596-2014-00294). The pt was "hemodynamically stable with a map of 88." The pump speed was set at 9400 rpm's; good left ventricle decompression; septum midline with hypokinetic right ventricle; av remained closed with each beat. The system controller was exchanged, as well as, reduce map to a goal of 70-80. Medication was initiated and the pt's map was reduced to 74. The pt's system controller then displayed a flow of 4.7.

Manufacturer narrative:
The device was sent to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.